Event description:
Ligasure handpiece failed to release after the doctor activated it on tissue. The doctor dissected the handpiece off the tissue with a debakey pickup. Another hand-piece was opened and used for the remaining duration of the case. The surgeon did indicate that the patient tolerated the procedure well without any further intraoperative complications.